Event description:
The following was reported to davol by the pt's attorney. On (B)(6) 2009, the pt was implanted with a davol flat mesh during an unk pelvic procedure. On (B)(6) 2011, the pt was implanted with a bard soft mesh for a pelvic procedure. The attorney's report alleges permanent injury, nerve damage, pain and suffering, add'l medical and surgical intervention, defective mesh.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The pt's attorney did not allege a specific device failure or pt injury and the medical records provided were limited to the pt's perioperative report. No product was returned for eval. With the currently available info, no conclusion can be drawn. If add'l event and/or eval info is obtained, a f/u MDR will be submitted. See MFR 1213643-2013-00420 for info related to the bard flat mesh implanted on (B)(6) 2009.